Event description:
New information received on (B)(6) 2018 indicates that the left ventricular and right ventricular leads exhibited additional episodes of intermittent capture noted via remote transmission. The asymptomatic patient was brought into clinic on (B)(6) 2018 and the leads were reprogrammed.

Event description:
It was reported when patient presented remotely via merlin.net transmission, episodes of non-sustained rv oversensing due to intermittent loss of capture was observed on the rv lead. No patient symptoms were reported. Noise was also observed on the rv channel which was shown after a captured beat. Programming changes were recommended. No further information available.